Event description:
Pt began experiencing symptoms of petechiae and itching on arms, chest and back approx 4 months after device was implanted. These symptoms would appear only when the pt had the pulse generator on, and would subside after the pt did not run the stimulator for several days. The physician prescribed steroids for treatment of the pt's symptoms, but the medication was not effective for the pt. The physician explanted the device, and the pt's symptoms have completely disappeared. The pt is now receiving oral medication for pain relief.

Manufacturer narrative:
H6-primary finding of device analysis revealed no device failure and no anomaly found in pulse generator. Extension analysis revealed no failure but the device had been cut, most likely at explant.